Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 62mm abdominal aortic aneurysm. It was reported that approximately 20 months post index procedure, during a follow-up, the patient presented with an endoloeak type 1a. The event was treated on the same day with coils placed in the sac, aortic cuff was implanted and endoanchors were also used. As per the physician, cause of the event was anatomy due to aortic neck dilation. No additional clinical sequelae were reported and the patient is fine.